Event description:
The customer called with concern that the readings on her contour meter always seem to end in a 3. During the call it was discovered that the display was missing segments 'f' and 'e' in then units position. There was no adverse event alleged. The meter was replaced and the customer returned her meter for evaluation.

Manufacturer narrative:
The meter was received and evaluated by qa. It was confirmed that display segments were missing in all positions as well as some in the time/date area.